Event description:
During this procedure to place the endovascular graft system, difficulty was experienced cannulating the contralateral leg hole because of pt anatomy. The third attempt was successful. In additional to these anatomical challenges, sheath positions were lost three times which led to significant blood loss, requiring a transfusion of blood to the pt of 2000cc. Final completion angio showed no endoleaks and good flow to both limbs, resulting in a successful deployment of the co's excluder bifurcated endoprosthesis. This event was not related to the ebe, but rather a procedural issue with the vascular access devices.